Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to third party service center. During the evaluation, the device was visually inspected and found evidence of foam contamination in the device. The device's downloaded event log was reviewed by the manufacturer and found e-73 on the error log. The device was noisy and scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.